Manufacturer narrative:
The patient's device was explanted due to incorrect electrode placement as confirmed by x-ray imaging. (B)(4).]

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported). It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on october 23, 2018 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is filed on march 04, 2019.